Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed inappropriate therapy due to svt on the implantable cardioverter defibrillator (ICD). Physician changed the patient's medication. The patient was stable throughout.